Event description:
The customer reported a false positive test result with one patient sample on the anti-b well of ih-card abo/d(dvi-)+rev a1,b when used on the ih-1000. The sample was of an o positive patient and received a false positive 2+ front typing result. This yielded in a discrepancy between the front and back typing. Repeat testing showed a correct positive result. No incorrect results were issued to the physician. The customer provided five ih-card abo/d(dvi-)+rev a1,b for investigational testing. The cards were tested in our quality control laboratory, as well as a product sample retained by our quality control laboratory. The cards were firstly visually and serologically tested. The visual inspection showed that the sealing is intact. Imhomogeneity of the gel columns, as well as gel splashes in the reaction chambers were not detected. For serological testing, seven different o rhd positive donors were tested with the retention sample. All seven donors showed no false positive reactions in the anti-b well. The donor for the positive specificity test b rhd negative reacted correctly. The customer did also provide a patient sample for investigational testing. The quantity of the material provided was not sufficient to be tested on the ih-1000, therefore the testing was performed manually with the ih-reader 24. Three different o rhd positive donors were tested and all three donors showed correct negative reactions in the anti-b well. The patient sample showed also no false positive reaction in the anit-b well. The traces files of the affected instrument have been analyzed regarding the tests performed on the sample (B)(6). There is no instrument misunction. The result on this sample seems to be related to a carry-over from the anti-sera of well 3 (anti-d) to well 2 (anti-b) causing the false positive on the anti-b well. As we do not have any pictures of gel control for this gel card, we cannot ensure that the gel card did not present any splashes of anti-sera before testing.

Manufacturer narrative:
This is our final report on this incident.

Event description:
The customer reported a false positive test result with one patient samples on the anti-b well of ih-card abo/d (dvi-) +rev a1, b when used on the ih-1000. The sample was of an o positive patient and received a false positive 2+ front typing result. This yielded in a discrepancy between the front and back typing. Repeat testing showed a correct = positive result. No incorrect results were issued to the physician. The customer did not provide a product sample of the allegedly defective lot of ih-card abo/d (dvi-) +rev a1, b for investigational testing, therefore a product sample retained by our quality control laboratory has been tested. The tests are still ongoing. The investigation of the trace files of the affected ih-1000 instrument is still ongoing.

Manufacturer narrative:
This is our initial report on this incident.